Event description:
Following a right hemicolectomy, the altrus handpiece touched the incision, burning the pt's abdomen in two areas. Surgical tech noted that the instrument was extremely hot. The electrocautery unit is still on site at the hospital. The conmed rep took the handpiece with them following the procedure.